Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a left hemicolectomy procedure, after the surgeon fired the device, it was difficult to remove from the patient's cavity. The surgeon made two complete turns to open the tilt top anvil. There was resistance so the surgeon made another half turn to remove the stapler from the lumen of anastomosis. Since resistance is still felt, additional force was added to remove the device and the anvil disengaged and fell into the patient's cavity. Another laparoscopic device was used to retrieved the anvil and extract it through the patient's anus. There was no patient injury.